Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. It was reported that the patient was discharged; however, 2 days later presented to the emergency room short of breath. An ultrasound of the patient's abdomen was performed, but there was no fluid found. The patient expired shortly thereafter. An autopsy was performed the next day and it showed that the grafts from a previous CABG procedure had gone and the patient had a massive mi. There was no ruptured aneurysm or bowel ischemia seen on autopsy.